Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 42 mg/dl. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer only bolused once on the morning of the event. The customer may not have eaten enough, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.